Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous distal right coronary artery (drca). A 4x48mm xience skypoint drug eluting stent (des) was advanced but could not reach the target lesion to be treated. During removal of the des from the anatomy, resistance was met between the des and the guiding catheter, and the des could not be pulled back into the non-abbott guiding catheter, after which the stent dislodged in the anatomy. A snare was used to move the dislodged stent up to the patient¿s wrist and a surgical cut-down procedure was performed to remove the stent at the radial access site. There was no adverse patient sequela or a clinically significant delay in procedure. Femoral access was gained and 4x38mm and a 3.5x38mm xience skypoint des, were implanted to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The stent delivery system (sds) was not returned. Only the stent implant was returned with visible blood and contrast, consistent with use. A visual inspection was performed on the returned device. The reported dislodged stent was confirmed. The reported failure to advance could not be tested as it was based on operational context. The reported difficult to remove could not be tested due to device condition. Additionally, the stent implant was noted to be stretched, mangled, and bent, with noted broken stent struts. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. In this case, it is likely that the sds interacted with the heavily calcified, heavily tortuous, and 90% stenosed lesion during advancement, resulting in the reported failure to advance. Upon removal, it is likely the sds interacted with the guiding catheter, resulting in the reported difficult to remove and subsequent stent dislodgement. Additionally, the noted stent break (stent struts) and material deformation (stretched/mangled/bent stent) was possibly due to the surgical removal of the stent from the anatomy. A snare was used to move the dislodged stent up to the patient¿s wrist and a surgical cut-down procedure was performed to remove the stent at the radial access site. The investigation determined the reported difficulties and subsequent treatment appears to be related to the operational context of the procedure. The reported surgical intervention and removal of foreign body were due to a stent dislodgement within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.